Event description:
It was reported to boston scientific corporation that a radial jaw 4, jumbo and large capacity forceps was used during an oesophago-gastro duodenoscopy (ogd) procedure performed on (B)(6) 2025. During the procedure, the radial jaw 4 biopsy forceps became lodged within the endoscope. The scope, along with the forceps, was withdrawn and sent to the decontamination unit. The biopsy specimen remained inside the scope and was not retrieved. The sample was deemed to be of no clinical significance and the procedure was not completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of a cancelled procedure. Block e1 address: (B)(6).